Event description:
The most distal marker on the catheter fell off inside the patient. The marker was not removed from the patient's sfa (superficial femoral artery). No further treatment planned. No harm to the patient reported. The marker remains in patient.

Manufacturer narrative:
The device was returned in a used and damaged condition. The most distal marker band was missing; however, the indentation from swaging was present. Using a laser micrometer, the outside diameter (od) of the most distal tip was measured at 0.0505" and found to be within specification. The od of the other two remaining swaged marker bands were measured and found to be 0.0017" larger than the od of the adjacent tubing. There is no specification for this measurement. The process of swaging marker bands on the device has been validated to a criterion of 10 newton pull-force. Per specification, "verify security markers. Inspection method: feel surface for smoothness. Visually examine each joint with 7x magnifier to assure no cracks in marker bands." Also the instructions for use state, "upon removal from package, inspect the product to ensure no damage has occurred." And the following information regarding potential adverse events: "vascular catheterization and/or vascular interventions may result in complications including, but not limited to: death, embolism, perforation, total occlusion, vessel dissection, vessel spasm." The most distal marker band was missing; however, the indentation from swaging was present. Devices are 100% inspected for marker band security. The condition of the returned device does not provide definitive evidence to explain why this failure mode occurred. Risk analysis concluded that with the addition of this event, the risk to patient remains acceptable and risk reduction activities are not needed. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events.